Event description:
During ptca procedure, ptca 3.0 x 20mm charger balloon did not inflate during dilation of the proximal left anterior descending. The ptca balloon was aspirated four times and withdrawn. Vital signs were within normal limits, and the pt was asymptomatic.